Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy sometime in 11/97, the device would not fire. The case was completed with an atw35. There was no consequence to the pt.